Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the right breast. The sore is described as having open skin and oozing. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an ointment. Outcome of the irritation is unknown.